Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel, 475cc silicone prosthesis experienced right sided rupture post procedure. A physical examination was performed by a physician and deflation was diagnosed. An MRI examination was performed, and rupture confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample determined that the sm mpp gel 475cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 29, 2021 indicated that the patient underwent bilateral replacements and inferior left capsulorrhaphy. The replacements are as follow: left replaced with cat#: smpx-525, sn#: (B)(6) and right replaced with cat#: smpx-525, sn#:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 22nd, 2021, mentor became aware that the h1 number of events summarized/h1, and summary report field were incorrectly populated on the initial: (manufacturer report number 1645337-2020-14957) was submitted on (november 11, 2020). These field(s) were populated in error, please disregard them. On march 19, 2021 additional information received indicated that the patient scheduled for an explant on (B)(6) 2021. Manufacturer¿s reference number: (B)(4), summarized/h1, and summary report field, mistakenly populated.